Event description:
On (B)(6) 2013, kci received article, "retention of polyurethane from fragments during vac therapy: a complication to be considered" which reported 11 occurrences of retained foreign material alleged to be v.a.c granufoam dressing that required hospitalization, sharp debridement, antibiotic therapy, and subsequent skin flap surgery. The post operative course was uneventful. The patients were discharged between two and three weeks after surgery. Follow up was performed from one to 3 years after surgery without any issues.

Manufacturer narrative:
Based on information provided, it cannot be determined when the foreign bodies alleged to be v.a.c granufoam were inadvertently left in the wounds. The foreign materials were not returned to kci for identification; therefore, kci is unable to confirm their identity. This report is being filed due to possible user error. Device labeling, available in print and online, states: v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of pieces of foam was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events.